Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had b30 scope communication error. The issue was found during a diagnostic bronchoscopy procedure that was completed with an olympus back-up device there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11 the device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed; two scopes were tested; troubleshooting was not able to resolve the reported allegation. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.